Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional ventral hernia repair surgery in (B)(6) 2012 and mesh was implanted. It was reported the patient underwent revision surgery on (B)(6) 2012 and lysis of adhesions was performed. It was further reported the patient underwent additional revision surgery on (B)(6) 2013 and lysis of extensive adhesions was performed and the surgeon noted ¿there were intra-abdominal adhesions that were intimately adherent to the anterior abdominal wall, especially at the prior hernia repair site. An attempt at lysis of adhesions was performed, although the adhesions appeared to be quite extensive. Moreover, given the extent of adhesions, a decision was made to abort the laparoscopy and instead repair the defect via an open approach.¿ no additional information was provided.

Manufacturer narrative:
Date sent to FDA: 07/23/2019. Additional narrative: it was reported that following the procedure the patient experienced pain, infection and hernia recurrence.